Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose. The customer's blood glucose was 419 mg/dl at the time of the call. Customer treated their blood glucose with the insulin pump. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting did not find any leaks or air bubbles present. It was also found the customer did not have a bent cannula after removing their infusion set. The customer's blood glucose was 405 mg/dl at the end of the call. It was also found the cause of the customer's high blood glucose was from not treating for their meal and having the bolus wizard disabled. Customer was advised to change out their entire infusion set, reservoir, and insulin. The customer declined to return the insulin pump for analysis.